Manufacturer narrative:
Batch review performed on 17.01.2019: lot 179359: (B)(4) items manufactured and released on 17-apr-2018. Expiration date: 2023-04-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Batch review performed on 17.01.2019: lot 178145:(B)(4) items manufactured and released on 21-mar-2018. Expiration date: 2023-03-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs director: 1.5 years after primary cementless tha a partial revision is performed because of general pain. One xray was supplied but the date is unknown. The stem looks possibly undersized and potentially unstable, but only one projection is available and this is not enough to evaluate with certainty. The anteversion of the cup cannot be defined properly with this one projection and it has reportedly been corrected. The cause for the revision cannot be positively determined with the information at hand.

Event description:
Revision surgery performed after 1 year and 4 months from the primary due to pain. The cause of the pain is unknown. The surgeon revised the liner and stem to get more anteversion. The surgery was completed successfully.